Event description:
It was reported by service report that the bed brake light was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake switch harness.